Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 2. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 3. What are the product code and lot number of the surgiflo and surgicel? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. 6. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: asian spine j. 2024;18(4): 579-586; https://doi.org/10.31616/asj.2024.0080. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: risk factors for allogeneic red blood cell transfusion in adult spinal deformity surgery author(s): yasushi iijima, toshiaki kotani, tsuyoshi sakuma, tsutomu akazawa, shunji kishida, keisuke ueno, shohei ise, yosuke ogata, masaya mizutani, yasuhiro shiga, shohei minami, seiji ohtori citation: asian spine j. 2024;18(4): 579-586; https://doi.org/10.31616/asj.2024.0080. The purpose of the study was to investigate the risk factors for allogeneic red blood cell (rbc) transfusion in adult spinal deformity surgery. Between (B)(6) 2021, 151 patients with adult spinal deformity who underwent correction surgery were included in the study. 71 patients received allogeneic blood transfusion, and these patients consisted of 7 males and 64 females with a mean age of 67.7±8.8 years and a mean bmi of 22.9±3.8 kg/m2. 80 patients did not receive allogenic bloodtransfusion, and these patients consisted of 13 males and 68 females with a mean age of 64.1±10.3 years and a mean bmi of 22.4±3.0 kg/m2. Deformity correction was performed in all patients using transforaminal lumbar interbody fusion, lateral lumbar interbody fusion, or grade 1¿5 osteotomy with cancellous allografts and autografts. Tranexamic acid is routinely administered intraoperatively. Bleeding episodes were controlled using conventional methods, such as cautery, manual compression, or suturing; microporous polysaccharide hemospheres, including a competitor arista (manufacturer: bard); and oxidized cellulose, such as surgicel (ethicon). When these agents cannot control the bleeding, gelatin thrombin-based hemostatic agents, such as a competitor floseal (manufacturer: baxter) or surgiflo (ethicon inc.), have been used since october 2014. The cell-saver system is used in posterior surgery. Reported complications included wound infection (n=?), deep venous thrombosis (n=?), pulmonary embolism (n=?), and stroke (n=?). In conclusion, autologous blood storage, intraoperative tranexamic acid administration, and simultaneous exposure should be considered to minimize perioperative allogeneic blood transfusion in adult spinal deformity surgery, particularly in patients with anticipated lengthy surgeries.